Event description:
The lead was capped and replaced, not explanted as previously reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change out, externalized conductors were observed via diagnostic imaging. Lead was explanted and replaced.